Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner or outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. The analysis did not identify any device defects, malfunctions, or damage beyond what is expected under normal medical use.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to product performance anomaly. A new lead of the same model was successfully implanted. The lead was returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to product performance anomaly. A new lead of the same model was successfully implanted. No adverse patient effects were reported.